Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine (unknown) (25.0 mg/ml at 0.138mg/hr) via an implantable pump. It was reported that the patient is trying to schedule an MRI and the facility is telling him he will have to have the pump turned off. MRI guidelines were reviewed and the caller was redirected to the managing physician for direction. The caller states the MRI is related to the device/therapy. They are doing the MRI because they think the catheter has either moved or has crystalized. The pain he has was like the pump wasn't there. "Sometime in (B)(6) 2020," the patient had a lump that was bulging in his back and the patient told the doctor at the time. They  went to have his pump refilled on (B)(6) 2020, but the doctor would not look at his back at the time and had the patient come in again for an office visit on (B)(6) 2020. He had been hurting for 8 months like this and the doctor made him go back in for an office visit and would not look at his back when he went in for the pump fill.